Manufacturer narrative:
Intervention required. Arterial trauma/dissection/perforation. Narrow, moderately tortuous iliac vessels.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.4cm abdominal aortic aneurysm. Vessels were mildly calcified and moderately tortuous, and the iliac limbs were reported to be 7 mm to 8 mm in diameter. It was reported that either during the insertion or the removal of the delivery catheter, there was vessel trauma in the internal iliac artery. The physician elected to place a talent iliac limb, which successfully covered the vessel trauma. No add'l clinical sequelae were reported, and the pt is fine.